Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for a stomach infection. Blood glucose was >600 mg/dl with diabetic ketoacidosis. Customer was treated with insulin and discharged (B)(6) 2017 with blood glucose normalized. Customer clearly reported that the hospitalization was not due to any issues with the pump or supplies.